Event description:
It was reported that the patient had been admitted to the hospital due to chest pain and a gi bleed unrelated to the pacemaker. The device was interrogated by the pacemaker clinic nurse. Episodes of ams were seen which were due to competitive atrial pacing due to atrial events falling into pvarp. Caller turned off af suppression and the patient would be monitored.